Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The customer took corrective action by administering a correction injection using multiple daily injections (mdi). Technical support provided information on how to reset the pump, assisted in the reset process, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and instructed to call back if the issue happened again, which the customer understood.